Event description:
Healthcare professional reported deflation. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of deflation requested on oct 15, 2024. It is not possible to determine the lot number or catalog through the photos provided. ¿ deflation: no observed opening on the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device was explanted.